Manufacturer narrative:
G4: 046ar2020 b4: (B)(6)2020. No additional info was obtained. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. A supplemental report will be submitted when new information is available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
The customer reported the device reboots continuously, turning on and off by itself. The customer reported that they are unable to control the device. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The device presented a continuous alarm after booting, then after 3-5 seconds, the device switched on and then off again, in a loop. This issue occurred both on the main power supply and on the battery. The fse sent the customer the procedure to remove the battery and then reinsert it, to see if it is possible to access the logs. The fse recommended the replacement of the power management (pm) board.